Event description:
Device malfunction: breakage of device. Time of malfunction: during preparation. Symptoms/ae: na. It was reported that during preparation of an rx acculink, the shaft of the delivery catheter was broken into two pieces approximately 20 cm from the handle. Reportedly, there was no unusual mechanical stress on the system. There was no patient involvement. Although requested, there was no additional information provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.